Event description:
It was reported that part of metal tip of the working end of the wand broke off into the patient at the end of the case. All broken pieces were removed. Procedure was finished with the same device.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification show the bottom portion of the electrodes has been detached with rounded edges on the remaining electrodes which would signify that the device was activated after detachment. There is scratch marks on the exposed shaft and black shrink tube near the tip of the wand. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and registered an e-7 error. The error was by-passed and the wand was activated in saline solution at the default and max settings on the controller and plasma was created on the remaining electrodes. The suction line was tested and performed as intended. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. Other factors that could have led to tip detachment includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. (B)(6).